Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The problem (unable to recognize a battery) was confirmed. Upon investigation, the charger was unable to charge a battery. The cause of the failure was an open y1 crystal oscillator on the bedside pca. The root cause for the open y1 oscillator could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger and reported that the charger was unable to recognize a battery.